Manufacturer narrative:
A ge field service engineer reported that the screws were sheared off in the bag/vent switch assembly. The control panel and apl valve were replaced. The parts are not available for investigation as they were disposed of at the hospital site, therefore no additional investigation into the reported issue can be completed at this time.

Event description:
Customer reported the bag-to-vent switch was inoperative. There was no report of pt involvement.